Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date.

Event description:
It was reported that intra-aortic balloon pump (iabp) therapy was started on an angina pectoris patient using transray for pci surgery. The patient was transferred to ICU conducting iabp therapy. An error ¿internal communication failure¿ with alarm was displayed on the iabp monitor and stopped pumping. There was an attempt to restart the iabp and it restarted with no error. The same error was not reproduced. The iabp was replaced with another cardiosave to continue therapy. No patient injury or adverse event was reported.

Manufacturer narrative:
Several attempts have been made to obtain additional information to update this complaint. However, despite our best efforts, no response has been provided. If additional information is provided at a later date, a supplemental report will be submitted accordingly.

Event description:
It was reported that intra-aortic balloon pump (iabp) therapy was started on an angina pectoris patient using transray for pci surgery. The patient was transferred to ICU conducting iabp therapy. An error ¿internal communication failure¿ with alarm was displayed on the iabp monitor and stopped pumping. There was an attempt to restart the iabp and it restarted with no error. The same error was not reproduced. The iabp was replaced with another cardiosave to continue therapy. No patient injury or adverse event was reported.